Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, broken shell and others, red particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.